Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Corrected field - d1, d2a, d2b, d3, d4 (version or model, catalog, unique device identifier (UDI), g4 (PMA/510(k).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had catheter restriction alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. Nurse requested assistance for a catheter restriction alarm on a cardiosave in use with a sensation plus iab. She confirmed there was no blood in the helium tubing and that all connections were secure and an autofill was performed which resolved the alarm and resumed therapy. Although florence denied any visible kink and stated the waveform appeared normal a review of the monitor image showed evidence of a significant kink based on the rounded balloon waveform. Nursing interventions to relieve the kink were reviewed and she was advised to call back if issues persisted. She called again with concerns about possible blood in the helium tubing and sent an image of the sheath site which did not show the tubing. Guidance was provided on how to assess the tubing and she confirmed no blood was present and denied further support needs.

Event description:
N/a.